Manufacturer narrative:
The pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications were received with multiple cartridges. Reportedly, the cartridge had been filled with 300 units of insulin. Customer experienced an elevated blood glucose (bg) level; value not provided. A manual injection was administered to address bg. A cartridge change was performed to address the issue. Reportedly, the customer withdrew insulin from the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling.